Event description:
The customer tested his blood glucose and received a reading of 81 mg/dl. He was experiencing symptoms of hypoglycemia, so he went to the hospital. The hospital tested his blood glucose at 46 mg/dl. The customer did not give any more information about himself or the treatment he received. The customer disposed of the meter and strips, so no product is available for evaluation.